Manufacturer narrative:
The reported product has been retuned and is currently undergoing the investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and burn marks were observed on the screen. Reader did not powered on with button depression and test strip or usb cable insertion. Reader was connected to the computer and unable to recognize the reader. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn mark was observed. An extended visual investigation has been performed on the returned de cased reader, burn marks were observed on the lcd (liquid crystal display) screen and reader's pcba (printed circuit board assembly). Reader did not powered on with button depression and test strip or usb cable insertion and event log was not downloaded. The returned de cased reader was unable to conduct a power consumption test due to the overall damage inflicted. The extent of the damage on the reader was destructive and appears to have been caused by the customer. It determined that the returned reader was likely exposed to microwave frequencies which damaged the reader and pcba (printed circuit board assembly). Therefore, the issue is not confirmed to use. At this time, the cable and adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the products met specifications prior to release to distribution. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device did not power on. The product was returned and investigated for not powering on, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There is no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.